Event description:
It was reported that the customer is receiving an error message when she fills the tubing. Customer also needs insulin replaced if the infusion set needs to be changed since she is on a very low income. Customer was changing her set today when she received an alert. Customer was walked through the filling of the tubing to try to trigger the alarm, but no alarm alerted. Customer checked her alarm history and found a no delivery alarm. Customer does not want to troubleshoot for the no delivery alarm because she does not want to waste the insulin and her set. Customer's blood glucose level was 126 mg/dl. Customer was able to get the set to work after rewinding and priming again. Customer was able to use the set. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.